Event description:
Reporting status: malfunction. Reporting rationale: stent dislodgement has caused or contributed to pt injury previously. Device issue: stent dislodgement. It was reported that the sheath was on the vision stent delivery system (sds) during preparation, but it was removed before the air was removed from the balloon. After the protective sheath was removed the vision sds was delivered to the lesion and inflated. However, the physician was not able to confirm that the stent was implanted through ivus. It was found that the stent had dislodged in the protective sheath with the mandrel. There were no reported pt effects. No additional event or pt info is available.

Manufacturer narrative:
(B)(4). Results- product performance engineering was unable to determine a definitive root cause for the stent dislodgement. Eval summary: quality assurance analysis revealed that the stent delivery system (sds) was returned with blood in the guide wire lumen. There was contrast in the balloon and in the inflation lumen. The stent implant was dislodged from the balloon and was not returned. The protective sheath was not returned. The balloon was loosely folded. There were crimp marks on the balloon between the markers. There was no other damage noted to the sds. Product performance engineering reviewed the incident info and analysis of the returned product. Analysis of the returned product is consistent with preparation and the sds advanced over a guide wire. The stent was dislodged from the balloon and not returned, confirming the reported dislodgement. Crimp marks were visible on the loosely folded balloon between the markers, suggesting that the stent was originally positioned correctly and securely at the time of manufacture. Stent dislodgement can be influenced by many factors, including, but not limited to; improper or inadequate crimping at the time of manufacture, incorrect sheath sizing, positive pressure during preparation, negative pressure during sheath removal, forced sheath removal, or handling of the stent during preparation. In this case, it is possible that during preparation, negative pressure was applied during sheath removal or force was applied when removing the protective sheath, resulting in the stent dislodgement. Further info received noted the sds was prepared for use with the protective sheath on the balloon. It should be noted in the vision instructions for use (IFU) preparation section it states to remove the protective sheath from the tip, flush the guide wire lumen, then attach the inflation device/syringe to the stopcock and then attach to the inflation port to prepare the sds. Also, the stent dislodgement was not noted until the sds was advanced to the lesion. It should be noted in the vision IFU it states: prior to using the multi-link vision coronary stent system, carefully remove the system from the package and inspect for bends, kinks, and other damage. Verify that the stent does not extend beyond the radiopaque balloon markers. Do not use if any defects are noted. A review of the product mfg records did not reveal any non-conforming material reports associated with this lot that could have contributed to this complaint and all lot release testing met mfg criteria. There is no indication of a lot specific product quality deficiency; however, a conclusive cause could not be determined for the reported stent dislodgement. Product performance engineering will monitor the incident circumstances. To ensure this is not the result of a mfg deficiency, all sds are inspected for proper stent placement, stent damage and crimped stent outer diameter. Additionally, a sampling of units is destructively tested prior to release to verify stent dislodgement force. This MDR is considered closed by the product performance group.